Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-11938 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in spain , on 09-may-2024, 19-may-2024 & 23-may-2024, it was reported that the two infusion set cannula was kinked and patient faces symptoms within 3 hours of insertion and infusion set is long for few hours. The site of insertion is abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.